Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. Reportedly, the customer's blood glucose (bg) level was elevated; however, the customer could not recall if it was due to using manual injections or the alarms. A bg value was not provided. The customer used manual injections to addressed bg level.